Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: bwi smart touch catheter (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for idiopathic ventricular tachycardia with a pentaray nav high-density mapping eco catheter and suffered iliac dissection requiring surgical intervention. During the procedure, while attempting to introduce the pentaray nav high-density mapping eco catheter to the left ventricle from the aorta, an iliac dissection occurred. The issue was confirmed when the smart touch catheter was introduced in the left ventricle. The patient¿s iliac artery was implanted with a stent. After surgery, the patient was reported to be in stable condition and fully recovered with no residual effects. The patient required extended hospitalization for artery stent implantation. The physician¿s opinion on the cause of this adverse event was the patient's condition.